Event description:
It was reported that the patient had been hospitalized with hyperglycemia on or about (B)(6) 2026. The patient could not remember the exact details regarding the date they were hospitalized. The patient stated the length of stay was 1 day. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient reported swelling at the infusion site when the pod was removed. Symptoms reported include dehydration, could barely talk, blurred vision, trouble standing and walking, very thirsty, constant urination and tiredness. The patient was treated with insulin and medication; details regarding medication were not provided. The patient reported they were discharged 1 day later but could not remember the details regarding being discharged from the hospital. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.